Event description:
Revision of knee components due to tibial subsidence. This event occurred outside of the united states in the (B)(6).

Manufacturer narrative:
The explanted devices were not available for evaluation. Additionally, the device serial and/or lot numbers were not provided, precluding a review of the device history record.